Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose was 400 mg/dl and the insulin pump did not alarm for no delivery. The customer also reported that the insulin pump had alarmed for no delivery on other occasions, but did not always alarm when it should have. The customer declined troubleshooting.